Event description:
It was reported by the rep the device was used during a laparoscopic hernia. It was reported the staples would not form properly. Another stapler was opened to complete the case. There was no consequence to the pt.